Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was not functioning. Therefore, the reported condition was confirmed. It was further reported that the anticlockwise rotation does not work. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor on the small battery drive device was not running or was running irregularly. During in-house engineering evaluation it was observed that the control unit was not functioning and the anticlockwise rotation did not work. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in a surgical procedure, and a spare device was not available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.